Manufacturer narrative:
Raw data was analyzed and a review of the hemoglobin (hgb) blanks and sample readings revealed no abnormalities. A field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument and discovered that there was a film on the hgb bath (cuvette). The fse proceeded to replace the hgb bath to resolve the issue. In conclusion, failure mode of the event is attributed to the hgb bath.

Event description:
The customer reported obtaining intermittent low hemoglobin (hgb) results, without instrument generated messages, from the unicel dxh 800 coulter cellular analysis system. The customer stated that the instrument also generated intermittent hgb shift errors for this event. The customer believed that erroneously low hgb results were generated for two (2) patients. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided data indicates that the instrument generated lower hgb results when compared to the reruns on an alternate instrument. The customer considered the rerun results as correct.